Event description:
The customer reported that the system was unable to change from pulse to frames per second before it locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The representative performed cine and subtraction simulations and the system is operating as intended.